Event description:
Patient reported the scs and leads were implanted correctly. Patient mentioned that it was first implanted on the left side, and that they didn't think about it at first. Patient mentioned they thought it would have a sensor, patient mentioned that the doctor mentioned that the leads were not anchored at all. Patient mentioned the first implant just didn't work at all. They had the implant moved to the right side when, after series of tests, they found out that the cause of the pain was on the right side. When the scs was moved to the right side, it solved the first issue that the patient had. Patient mentioned that at first, it helped with the pain (legs, knee and thigh), however, patient also mentioned that they didn't use it much as it only helped for a little bit. Patient mentioned that when they got the implant moved to the right side, it was a week of intense pain, pain was so bad and unbearable. Patient mentioned that they have seen a lot of doctors for the 5.5 yrs that they have the implant, and no one has figured to really solve the issue. Patient was advised by their doctor to try doing a nerve block to the foot and if that doesn't take care of the pain, then they would know that the problem would be on their back. Patient mentioned that they were advised to check if they can have an scs implant on their back - although patient mentioned they're sure the pain is in their right foot - but they're willing to check that option, however, they just had not reached out to them. Agent sent a message to the field for visibility. See (B)(4) for pt symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was the stimulator was not implanted correctly when the device was first put in. Caller stated the leads were not attached correctly and didn't work at all until the patient had a revision to address the lead issue. Caller stated the pain was on the right side and the device was placed on the left side of the spine and not connected correctly.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2021; explant date: (B)(6) 2025; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2021; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.